Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # k5ax25. The analysis results found that one ec60 device was returned with the anvil bent upwards and with two cartridge reloads present. Cartridge (b) gst60g, m53x31 was received partially fired 1/4. Cartridge (c) ecr60g, m5323e was received partially fired 1/3. The condition of the returned reloads is consistent with an incomplete or interrupted cycle. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality with the returned cartridge reloads (b, c) and achieved their complete 3-stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that prior to an unknown procedure, the first firing was good. For the second and third firing, the blade would not go all the way but two thirds of the cartridge. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.